Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a no delivery alarm during priming. Their blood glucose was 263 mg/dl. The customer said that manually priming with the plunger failed and insulin did not exit. They were advised to change the reservoir. The reservoir was changed and manually priming with plunger passed and insulin did exit. The alarm did not recur. The reservoir will not be returning for analysis.